Event description:
The customer's blood glucose was unknown. It was reported that the customer replaced the infusion set, and the effect of the insulin became weaker. The customer stated that a reservoir from a new lot was used and since then, the decrease in the customer's blood glucose level became low. The customer used a reservoir from another unit and the blood glucose decreased normally. Advised to return the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Evaluated 3 random sealed reservoirs inspected reservoirs, snap cap and septums for anomalies, none were found. Performed occlusion test per specification, reservoir filled with diluent and connected to a new infusion sets. Installed reservoirs and connectors into the insulin pump. Performed infusion set tests, installed reservoirs and connectors into the insulin pump. Performed catheter tips tests. Conclusion reservoirs are not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.